Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, weak battery alarm or battery out limit alarm or blank display noted. The pump was communicated properly with mini link transmitter sensor and glucose sensor simulator and no unexpected lost sensor alarm noted. No physical damage to battery cap noted and the cap fits properly into battery tube. Pump had cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer had received battery out limit alarm. The customer's blood glucose level at the time of incident was 153mg/dl. The customer's levels had been as high as 400mg/dl. The customer states they had received replacement battery cap but the issues persist. The customer was advised the pump would be replaced and returned for analysis.